Event description:
Reporter alleged blood glucose measured 541 mg/dl back to back with a result of 156 mg/dl within 10 mins apart. Customer also stated discrepant results were obtained before the comparison of 161, 159, 162, and 241 mg/dl within 10 mins of each other. Customer stated not having any glucose symptoms at the time, however, did self treat with dietary adjustments based on the readings. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.